Event description:
In 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm and was implanted with gore excluder endoprosthesis. In 2009, gore was made aware that the physician indicated that the aortic neck proximal to the device had increased to 35-37 mm in diameter. The physician and gore field sales associate believe based on images that device still has seal at aortic neck. The physician reported aneurysm growth and possible type 2 endoleak originating from patent lumbar arteries. The physician believes a open conversion will be necessary, though it has not been scheduled yet.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.